Event description:
The customer reported that when they inserted a pads connector onto the pads adapter, one of the sleeves was crushed and the pads adapter would not 'click' into the pads connector. The users put another set of pads on with no problem and delivered the therapy. Although the pt expired, the head nurse stated that the defibrillator did not cause or contribute to the pt's death.